Manufacturer narrative:
Continuation of d11: product ID 8578 lot# (B)(6) serial# implanted: (B)(6) 2008 explanted: (B)(6) 2019 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 8709 lot# (B)(6) serial# implanted: (B)(6) 2001 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter h3; analysis of the catheter (n155907) identified damage to the connector. Analysis of the pump (sn: (B)(6)) found no anomalies. H6; catheter (n155907) conclusion codes have been updated to include 19. The method code 4114 has been updated to 10. The result code 3221 has been updated to 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n155907, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 870,9 lot# j0058126r, implanted: (B)(6) 2001, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 29-may-2010, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-15, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving infumorph (concentration; 25, dose; 1.2) via an implantable pump for non-malignant pain. Information received reported the patient was referred for surgical exploration of the catheter by their managing physician. The patient was experiencing pain and the managing physician was unable to aspirate. When in the operating room, the physician attempted to aspirate through the catheter access port (cap) and "0.1-0.2 of substance was aspirated". The substance was white and cloudy. The physician was not satisfied and tried to remove the 8578 (lot# n155907) sutureless pump connector from the pump. The sutureless pump connector metal portion was stuck on the pump and the plastic started to separate from the inner metal portion. At this point, the physician decided to replace the entire catheter. The physician used an 8780 (sn: (B)(4)) to start and believed she may have damaged the spinal segment of the catheter, so a new 8782 (sn: (B)(4)) was implanted and connected to the pump segment of the 8780. A new pump was connected to the newly implanted catheter. The issue was resolved at the time of this report.